Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The embolic material were not returned for analysis as it was consumed in the procedure. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Based on the reported information, the reflux could not be confirmed and the cause could not be determined. There is no evidence suggesting that the device/ product was defective, but rather a procedure related event and user technique. MDR related to this event: 2029214-2017-00374, 2029214-2017-00375 and 2029214-2017-00376. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following report through literature review of ¿embolization of peripheral high-flow arteriovenous malformations with onyx¿ saeed kilani m1, lepennec v2, petit p3. Diagn interv imaging. 2017 mar;98(3):217-226. Doi: 10.1016/j.diii.2016.06.017. Epub 2016 aug 12. Patient #18 was reported to have minimal amount of onyx reflux into the brachial artery with no ischemia. Minimal reflux was observed into the brachial artery that remained localized and adherent to the wall with no significant stenosis or occlusion. The patient did not develop any ischemic complaint. The case was reported to have technical issues as the feeders were small and difficult to catheterize. The patient was also reported to have surgically treatment and received a shoulder prosthesis. The patient was reported to have no further pain.